Event description:
Note: this MFR report pertains to the one of four complaints that occurred during the same procedure. Refer to associated MFR report #3005099803-2009-03764, #3005099803-2009-03765, and #3005099803-2009-03766 for details of the other devices. It was reported to boston scientific corp that four resolution clip devices were used during a procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the first clip failed to deploy after it was clamped. The second clip failed to deploy after it was clamped. The third clip failed to open when it was clamped. The fourth clip failed to deploy after it was clamped. The clips were opened back up and pulled out of the pt. There were no pt complications reported as a result of this event. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).